Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit anomalies noted. No damage on the lcd isolation tape noted. The insulin pump received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 333 mg/dl. During troubleshooting, the customer received a failed battery test. Blood glucose level at the time of this incident was 276 mg/dl. During troubleshooting, the insulin pump would not regain power. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.